Event description:
It was reported the patient underwent right total knee arthroplasty in 1998. The patient was revised on (B)(6) 2015 due to dislocation caused by wear of the tibial bearing post. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown; date implanted - unknown date in 1998. The 510k number - unknown/ manufacture date ¿ unknown.